Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the adhesive of the lighting lens had come off, there was a gap in the glued end or dirt has entered the lens through the gap. In addition, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob was out of the normal state due to the elongation of the angle wire, there were wrinkles in the insertion tube, the curved rubber adhesive was missing, the water tightness was not maintained due to wear of up/down knob, there was discoloration of the tip body adhesion and the operating part. There were also scratches on the tip cover, the insertion tube, on the up/down knob, the up/ down angle fixing lever, the right/ left angle fixing knob, the operation part, the insertion part corrugated tube ore dome, the switch box, the operation unit cover, the r/l knob, the grip, the forceps plug cap had been scraped off, the universal cord, the operation part side ore dome of the universal cord, the scope connector side of the universal cord and on the scope connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope dark blue wire was completely cut. Upon inspection and testing of the returned device, it was discovered the illumination lens adhesive was detached. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the lighting lens adhesive peeling off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.